Event description:
Consumer reports two toothbrush heads disengaged during use. These are reported as malfunctions with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush proclean sonic recharge powered toothbrush 66878 00940 or spinbrush proclean sonic powered toothbrush 66878 00162. The head was made at the following location. (B)(4). The handle and charger were made at the following location. Contract manufacturer: (B)(4).